Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I and spinal pain. It was reported that the patient saw an out of range message (oor). Meaning of oor was reviewed, along with what they could indicate, including system use issues and high use parameters. The oor was seen on the patient programmer. The patient was to follow up to the healthcare provider (hcp). No further complications were reported. No symptoms were reported. Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the oor message was that electrode 2 showed out of range impedances that were >10,000. The patient's stimulation was reprogrammed without electrode 2 and the patient reported improved coverage. The patient was happy with the new programming. No further complications were reported or anticipated.